Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
During the surgery, it was found that the dome hole plug was missing. The device was used.